Event description:
It was reported that the patient underwent revision surgery involving a previous artificial urinary sphincter (aus). It was said that the balloon migrated out of place causing discomfort. A new device was implanted.